Event description:
The customer identified the gastrointestinal videoscope failed the leak test during reprocessing which was not reportable. During the device evaluation by olympus, the following reportable malfunctions were identified: white residue was inside the air/water channel and e216 image error.

Manufacturer narrative:
The probable cause of the e216 error was due to an electrical component failure, ic (integrated circuit) chip. The probable cause of the white residue was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.